Event description:
Consumer reported found 1 syringe when removed the needle shield, the needle hub stayed in the shield. Occd (B)(6) 2023 dc . Consumer reported found 1 syringe needle shield would not remove from syringe (B)(6) 2023 dc. Lot # 3065237. Catalog# 328520. Sample status: awating sample. Consumer reported found 1 syringe hard to press the plunger when drawing air into syringe dc . Consumer reported found 2 syringes from this box with excess lube inside syringe when drawing up the insulin dc. Lot # 1343554. Catalog# 328520. Date of event: 11/15/2023. Sample status awating sample. Cs0069519/sf00018218.

Manufacturer narrative:
Device investigation is in progress. Investigation summary will be submitted once is completed.

Manufacturer narrative:
Correction to h6 (investigation findings, investigation conclusions). Investigation summary: samples were received and an investigation was performed. This is the 1st complaint for the reported lot number. A review of the manufacturing records was performed and one non-conformances were raised in association with this type of event for this lot. Embecta was able to duplicate or confirm the indicated issue and based on trend analysis no further action is required at this time. Complaints received for this device and reported condition will continue to be tracked and trended. Based on the above, no additional investigation and corrective/preventative action (CAPA) or situational analysis (sa) is required.